Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having a bad cough, throat irritation and nasal congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust contamination throughout device enclosure and fibrous (hair-like) contaminant found in iso port of device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of fibrous (hair-like) contaminant on the heater plate of humidifier. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found no error logged. The manufacturer concludes there was evidence of dirt and fibrous contamination from the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Humidifier dsxhcp (sn#: (B)(6)) .